Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to sepsis. The sepsis was attributed to various patient conditions that were not related to the implanted system. This rv lead was explanted and discarded. No additional adverse patient effects were reported.